Event description:
Approx 2 months prior to report date (specific date unk), dura-guard dural patch implanted in pt. Approx 3 weeks prior to report date, pt re-admitted with persistent fever of an unk origin. Pt treated with antibiotics for 2 1/2 weeks without effect. Pt then re-diagnosed and treated with steroids. Fever soon dissipated.